Event description:
During a remote follow-up, oversensing was detected on the device. Remote monitoring adjustments were made and the patient will continue to be monitored. The patient was stable and there were no consequences.